Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the primary failure of failed grip-clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed on all 5 attempts. In addition, failure analysis found the secondary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken, likely causing the clip test failures. Input disk #7 was found broken into pieces inside of the housing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon observed that the 8mm large hem-o-lok clip applier instrument would not allow the clip to close. After several attempts with different clips, the issue was unresolved. Per service request (sr) notes, a new clip applier instrument was opened and used to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed-up with the reporter and obtained the following information from the customer about the complaint: the robotics coordinator (roco) stated that there was no damage to the large hem-o-loc clip applier instrument. No cables were loose or broken.